Manufacturer narrative:
An event regarding flexion and pain involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. The reported device was not returned for evaluation as it remains implanted. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. There were no previous similar reported events for the same lot number. The exact cause of the event could not be determined because insufficient medical records were provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had bilateral knee implants in (B)(6) 2010. Patient has had pain since undergoing surgery. Patient is complaining of having difficulty with the flexing of his knees. Patient is reporting that his knees feel like they are ratcheting and that he can feel it on the inside of his knee. Patient states that when he stands up his knees feel like a knife was stuck in the back of his legs. Patient reports that the pain is greater in the left knee than the right.

Event description:
It was reported that the patient had bilateral knee implants in (B)(6) of 2010. Patient has had pain since undergoing surgery. Patient is complaining of having difficulty with the flexing of his knees. Patient is reporting that his knees feel like they are ratcheting and that he can feel it on the inside of his knee. Patient states that when he stands up his knees feel like a knife was stuck in the back of his legs. Patient reports that the pain is greater in the left knee than the right.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.